Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The surtrak was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Both returned trackers have stripped threads at the tip of the attachment screw. The other tracker has a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp and two instrument trackers were reported to be defective. There was no patient present when this issue was identified.